Event description:
Patient reported that since (B)(6) 2020 after approximately 4 hours of use when increased movement or perspiration occurs the device becomes detached from her body and falls off leaving behind a red mark at the needle injection site which usually goes away in a few days. Patient reports that she has lost approximately 27 v-go devices since (B)(6) 2020. Patient discarded all v-go's.